Manufacturer narrative:
The pump was monitored, and no failed battery test or weak battery alarms were noted. All operating currents were within specification. The pump passed the self test. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a low battery alarm and a failed battery test alarm after changing the battery on the insulin pump. The customer stated the battery did not last for more than one week on the insulin pump. Customer's blood glucose was 100 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. Customer also called back to report the failed battery test alarm was recurring after receiving a replacement battery cap. Customer's blood glucose was 163 mg/dl during the follow up call. The customer stated they have gone through two batteries. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.